Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the laser stopped at 35% during the procedure and would not allow to complete the procedure. Upon follow up it was provided a bandage contact lens was placed. The patient will have continuation of treatment once stable. The patient is currently o a lubrication regimen.

Manufacturer narrative:
During an onsite visit the field service engineer (fse) was not able to duplicate customer reported event. The fse performed a complete system verification and found system met specification. Logfile review can confirm treatment was interrupted at 33% due to an error message that the eye tracker could not find the pupil. Most possible root cause could be the illumination of the eytracker related to the color and brightness of the patient's eye. No technical root cause was identified. The device worked as intended and to be within specifications. The manufacturer internal reference number is: (B)(4).